Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Upon review of the event history log, the following evidence of the reported complaint was found: 6/2/2020 12:07:34 pm high alarm displayed: cassette not attached properly. Device underwent functional downstream occlusion testing confirming the reported customer complaint. The pump failed a downstream occlusion test and the voltage output was at 1800 mv. The typical output range is around 100-300 mv. The dso sensor will be replaced as a result. The problem source was determined to be unknown.

Event description:
Information was received indicating that a smiths medical pump was giving constant occlusion alarms and error messages upon taking it out of the box. There were no reported adverse events.